Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's father claimed that the patient experienced a rash with a large welt and red bumps under the adhesive patch.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a skin irritation that occurred on (B)(6) 2014. Patient's father claimed that the patient experienced a rash with a large welt and red bumps all over, at the site of sensor insertion. Patient's father brought the patient to a general physician and was prescribed cortisone cream. Additionally, the patient was referred to a dermatologist. At the time of contact, the patient's father did not report any further injury or medical intervention.